Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s wounds were not healing properly post-implant. The patient became infected shortly after implant. The surgeon explanted the system yesterday. The issue was resolved at the time of the report.